Event description:
The customer that the pt experienced a brady and asystole alarm and the cisco phone system did not alarm.

Manufacturer narrative:
Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be sent once the investigation is complete.